Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced respiratory distress, was intubated, and died due to multiorgan system failure. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction, multi-organ failure, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the ventricular assist device (vad) patient experienced respiratory distress. The patient was intubated and died due to multiorgan system failure.